Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to an improper insertion. The exact cause of the reported unsure properly inserted event could not be determined. The exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. No problem was found regarding the reported bent/kinked event. The investigation observed blood around the bottom housing window on the adhesive pad. There were no damages or deficiencies observed with the device that would cause bleeding or bruising. The exact cause of the reported infusion site event could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to tears in the exposed soft cannula. These tears resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported unsure cannula properly inserted and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (unspecified). When the pod was removed, the pod's cannula was found bent at the top and there was a small drop of blood in the infusion site.